Manufacturer narrative:
(B)(4): this device was included in a field action, but returned product testing found the device did (did not) perform as described in the field action.

Event description:
It was reported that the right ventricular (rv) pace sense lead impedance has been slowly increasing in the last 2 years. It was also reported that the lead integrity alert appeared to have triggered. Capture thresholds are stable. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.